Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated a power on reset occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited several soft resets or bit flips, at least one of which coincided with the patient¿s radiation therapy. Some of the diagnostic values also displayed invalid data when the resets occurred. The ICD remains in use and no patient complications have been reported as a result of this event.